Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. As event occurred in the past, tandem technical support was unable to troubleshoot the issue, therefore no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.